Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 450 mg/dl at the time of the incident. The customer was not assisted with troubleshooting for high blood glucose. The insulin pump had blank display. Customer stated that the display returned after inserting new battery. The insulin pump had no delivery alarm. Customer was unable to clear the alarm. Insulin pump had shortened battery life. The device will not be returned for analysis.